Event description:
Event description: patients return with fluid buildup around ppam. Report summary: this report is based on limited information and documentation available at the time of submission. (B)(6), associate product manager for organogenesis, was notified of two complaints (#: (B)(4) attributed to the same surgeon (dr. (B)(6) involving the use of puraply am in spinal procedures, as reported by (B)(6) (avp, west) and (B)(6) (ceo), both of kolosis bio. (B)(6) was told the reports were submitted due to observed clinical similarities, rather than direct surgeon-reported adverse events. She was informed the patients involved were noted to have comparable pre-existing risk factors for postoperative complications such as drainage or fluid accumulation. According to the information provided to (B)(6), both patients required a washout but have since recovered without ongoing clinical concerns. In complaints #: (B)(4), the only available clinical detail is postoperative fluid accumulation at the site of puraply am application, requiring surgical washout. No additional clinical details regarding the event were provided or available at this time. Per (B)(6), the operating surgeon, dr. (B)(6), has explicitly declined to engage and requested no further contact. Additionally, the principal distributor and sales representative were unable to offer further clinical details, as the representative involved supports dr. (B)(6) fusion procedures but does not participate in follow-up or washout interventions. As a result, organogenesis is unable to obtain additional information. Refer to associated contact reports for details on communication attempts. We are treating this report as an adverse event. Medical assessment: this event is moderate in severity due to the requirement for surgical intervention (washout) following the initial procedure. Based on the limited information available, the event is possibly related to puraply am, given the reported fluid accumulation at the site of product application. However, due to the lack of detailed clinical data and surgeon commentary, the causality cannot be definitively established. If additional information becomes available, this assessment will be re-evaluated and updated as necessary. Conclusion: opinion of the treating clinician: severity: unknown, relatedness: unknown, expectedness: unknown. Medical assessment of the oi medical assessor: severity: moderate, relatedness: possibly related, expectedness: not expected.